Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Evaluation of the returned device found evidence of wear on the bearing surface. Discoloration was visible within and at the edge of the main wear zone. This discoloration was possibly a combination of steam autoclave residue and protein deposition. Parallel wear marks were observed on the articular surface and a wear stripe was observed within the main wear zone. The parallel marks and wear stripe are possible indications of edge contact with the rim of the liner, possibly from subluxation or dislocation of the head. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.

Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to allegations of pain. It was further reported that metallosis and a retrograde cup consistent with impingement were noted during the revision procedure. The invoice history could not be reviewed due to lack of information provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." ¿material sensitivity reactions.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-07860 and -07862).